Event description:
The customer reported that the system monitors would not turn on and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.